Event description:
A customer stated that the "hundreds unit" is not being completely displayed. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.